Event description:
It was reported that the patient has an infection at her generator site following a generator replacement. The surgeon, reopened the wound and cleaned out pocket but determined the infection to be mild and superficial only; therefore, generator was placed back into pocket. The generator was confirmed hp sterilized prior to distribution.